Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the patient has alveoler mikrolitiazis disease so he/she has a thicker lung tissue.

Event description:
It was reported that during an unknown procedure, the device was locked on a tissue inside he patient. The surgeon tried everything but the device did not open. Then the surgeon decided to continue by open surgery. He used a cautery to release the device. Then used the second ec60a but the device was locked again. The surgeon used a green cartridge instead of black and when he saw the lung tissue, he realized the usage of ec60a was not suitable for the surgery. ¿patient has thicker lung tissue.¿ but he still wants to know why the devices were locked and did not open. The patient is going fine, there is no health consequences.

Manufacturer narrative:
(B)(4). Batch number: n56988. Investigation summary: the analysis found that one ec60a device (a) was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.